Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "bss is not properly drained into the bag, automatic purge during surgery" (device operates differently than expected). A biomedical tech reported an intermittent draining of the bss from the intern chamber to the bag. Once the cassette was purged, the surgeon was able to resume the procedure. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).